Event description:
It was reported that during an arthroscopic procedure, the novostitch did not work as intended. A piece of metal of the novostitch broke inside the patient, but it was removed with a grasper. The procedure was completed without significant surgical delay using a s+n back-up device. The patient's current status is good, and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found the linkage to the upper jaw is broken. Cartridge was returned with the device absent of any suture in the suture pod. A functional evaluation revealed pass stitch and lower jaw function properly. The upper jaw lever does not actuate due to broken linkage. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. Based on the information provided the device returned and it was determined during product evaluations, the reported failure was due to un-intended device use. According to the report, the broken metal piece of the novostitch was retrieved from inside of the patient with a grasper. It was reported, the procedure was completed without a significant delay with the use of a s&n back-up device. Since the status of the patient is good and no other complications were reported, no further clinical/medical assessment is warranted at this time. There was a relationship found between the device and the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device tip, attempted correction of a damaged device, or an inadvertent impact event. No containment or corrective actions are recommended at this time.